Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received scs sys on (B)(6) 2010. It was reported the pt has stimulation, and the ipg is shutting off randomly during use. The reported shut down may occur several times a day, or not at all for a few days. The pt is working with her physician for explant of ipg. No further info is available at this time.